Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the packaging of a solution administration set the luer was found detached from the tubing. This issue was identified before use. There was no patient involvement. No additional information is available.